Manufacturer narrative:
The pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer fell on the pump and the lcd screen was cracked and the battery cap was damaged. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.